Event description:
It was reported that there was a pump stall and no drug was being delivered to the pt. The pt was undergoing radio therapy for cancer and was not "in a state" to get a pump replacement as advised by the health care professional. Subsequently, the pt died due to cancer. The medication being delivered via the device system was morphine. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.